Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('what feel like menstrual cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 10 years. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and flatulence ("gas pain") and was found to have hormone level abnormal ("minor hormone issues from having the hysterectomy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and flatulence was resolving and the hormone level abnormal outcome was unknown. The reporter considered hormone level abnormal to be unrelated to essure. The reporter considered flatulence and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, gas pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: follow up received from social media. Reporter information was added. Event hormonal imbalance was added. Duration of essure implant was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('what feel like menstrual cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and flatulence ("gas pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and flatulence was resolving. The reporter considered flatulence and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, gas pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.